Event description:
Customer's family member reported receiving a reading of 48mg/dl with a freestyle meter, they gave them glucose and a quarter cup of insure drink to bring up their glucose levels. An hour later, a reading of 277mg/dl was receiv ed, then a reading of hi(>500 mg/dl) was received, within the next 15 minutes. These readings were inconsistent with their hypoglycemic symptoms. The paramedics were called and they received a reading of 37 mg/dl with their unknown brand meter. They treated the customer with an IV and transportedthem to the hospital.